Manufacturer narrative:
The needle was returned to the manufacturer for investigation, and subject to electrical testing. Electrical testing revealed that the needle exhibited suspected "shorting" beahviour, whereby the heater wire was in contact with the needle shaft. Further testing via an oscilloscope and a control needle in saline solution showed that the needle was capable produced voltage capable of muscle stimulation. The voltage was produced both during the freeze and thaw cycles of the procedure, confirming the reported electrical malfunction. The root cause of the electrical failure was identified as shorting between the heater wire and the needle shaft.

Event description:
This MDR is follow up 1 to reported the investigation findings of the defective needle. No further follow-up or investigation is anticipated.

Event description:
It was reported that three icerod needles were used for a cryoablation procedure. During the thaw cycle, the patient experienced muscle spasms. They stopped I-thaw and used passive thaw to complete the case with no patient injury. The needle will be returned for investigation.